Event description:
It was reported that the patient had concerns regarding his device or therapy. The patient had appointments when necessary, (¿prn¿). His primary physician was treating severe genital herpes, which began the date of implant. The patient reported a few months later a problem he has been struggling with since he woke up from surgery. It was pretty significant, that the implant surgery triggered a long dormant case of genital herpes. The patient has been struggling to keep it treated and under wraps with medication. The patient¿s pain health care provider (hcp) doesn¿t want anything to do with it so his interest has been treating it to moderate success. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: 2014-(B)(6), product type: lead. (B)(4).